Event description:
It was reported that during testing conducted at the MFR facility, the saw ran without user activation and was overheating. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the MFR facility, there was no pt involvement and no delay to a surgical procedure.

Manufacturer narrative:
The corrosion that was discovered throughout internal components of the device was identified as a probable cause of the reported running of the device without user activation and the reported overheating.